Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station plug was damaged. A field service engineer found ed medstation experienced a network communication failure following physical damage caused by an unruly patient, who ripped the network cable from both the station and the wall. It responded by rewiring the wall connection. Upon logging into the station, it was found that the network cable remained disconnected. An alternate patch cable was tested without success. However, when the patch cable was routed to a network phone, the station successfully connected to the network indicating the issue was virtual local area network (vlan) related. Further investigation revealed that it had mistakenly relocated the pyxis network to an incorrect jack port. Once the station was connected to the correct vlan via the appropriate jack, communication was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station plug was damaged. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station plug was damaged. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.